Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1437. It was reported, the patient is experiencing uncomfortable pocket heating at his ipg site while charging. The patient indicated he can only charge for 15 minutes before the heat becomes intolerable. A new le charger was sent to the patient to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.